Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso catheter (model# d134301, lot# 17768415l); carto 3 system (model# fg540000, serial# (B)(4)); smartablate generator (model# m490007, serial# (B)(4)); smartablate pump (model# m490008 serial# (B)(4)); nrg transseptal needle (ngr-e-hf-71-c1); st. Jude medical 8.5 french agilis sheath (408309). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation of the cti in the right atrium, a steam pop occurred. Patient became hypotensive and a cardiac tamponade was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was performed and yielded 5000 ml of fluid. Patient was transferred to the operating room, but it was determined that no surgical intervention was required. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for monitoring of the tamponade. Patient outcome has improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the steam pop that occurred while using the smarttouch sf catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an nrg transseptal needle and a st. Jude medical 8.5 french agilis sheath. Generator was set on power control mode. Generator parameters at the time of injury included impedance cut-off of 250 ohms and temperature cut-off of 42°c. Generator settings at the time of injury included power at 50 watts and impedance of 115 ohms (which increased to 150). Although temperature at the time of injury was not recorded, it was reported to be within normal limits at approximately 40°c. Power was not titrated during ablation. Overall ablation time at the site of injury was 9 seconds. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min during ablation. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-400 seconds. Act at the time of the steam pop was 340 seconds. There is no information regarding spi value. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.